Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one month after implant procedure, procedure related infection was observed. There was area of skin discoloration and skin texture at the lateral edge of the device towards the axilla. The patient was given prescription for antibiotics prophylactically for ten days and was discontinued after a few days. The pocket was also refashioned to prevent device eroding, and there was no sign of infection at this point. The patient was stable before, during and after the procedure.